Event description:
It was reported that there was a magnet alert from the implantable cardioverter defibrillator (ICD). The physician suspects that there may be damage to the magnet alert sensor causing alert to occur more easily. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.